Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the non-preloaded monocular intraocular lens (iol) had the lens haptic bent during insertion and the physician chose to remove and put in a backup lens. The lens was cut and removed during the same procedure and another j&j lens with the same model and power was implanted. Physician think because of the complicated nature in the loading lens into cartridge leads to haptic damage. There was an injury and medical and surgical intervention  required. No further information is available.